Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio values. Patient therapeutic range -2.5 - 3.5. (B)(6) 2015 inratio inr = 3.4. (B)(6) 2015 inratio inr = 1.5. (B)(6) 2015 inratio inr = 2.2. (B)(6) 2015 inratio inr = 1.3. Customer indicated there had been lab draws during this time but she was unable to recall when the lab results had been taken or what the results were. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lab reference value for comparison. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have aps and lupus. The patient's sample may have interfered with the inratio test and cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.